Event description:
Integration. Another implant inserted, this above mentioned is back to camlog 2.9mmd x 12mml with 4mm.

Event description:
Integration . Another implant inserted, this above mentioned is back to camlog 2.9mmd x 12mml with 4mm.